Manufacturer narrative:
S/w version 5.3a. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged stuck button alarm and frozen medtronic logo found on (B)(6) 2023. Pump booted up properly to the start menu. The pump passed the displacement test and self test. All buttons function properly. No frozen medtronic logo was noted during testing. Pump was cut open to perform visual inspection and found a corroded da1 chip on the pcba 1, a corroded home switch, and moisture damage on pcba 1, motor, and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history files 11-apr-2023 at 05:13:37.00 due to a corroded da1 chip on the pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), scratched case. Stuck button alarm did not occur during testing, however, a stuck button alarm was found in the history file due to a da1 chip on the pcba 1. Frozen medtronic logo was not observed during analysis and pump passed all required testing. Frozen medtronic logo not confirmed. Pump exposed to moisture confirmed on pcba 1, motor, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had stuck button alarm and frozen screen. Troubleshooting was performed and found that the customer did not press a button down for 3 minutes or longer. The issue was not resolved and advised customer to discontinue pump use. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the device will be returned for analysis.